Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/11/2024, an arthrex subsidiary employee reported via (B)(4) that an ar-12990n scorpion needle broke off inside the scorpion during use. No fragments remained in the body. The case was completed by using another of the same product. This was discovered during use on (B)(6) 2024, with no reported patient harm. Additional information was received on 6/13/2024: this was discovered during meniscus suture procedure with no case delay.

Manufacturer narrative:
The complaint allegation cannot be confirmed as the device was not returned for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a use error. Per dfu-03920-sub-eo. To help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.